Event description:
The customer contact reported a split in the tubing; subsequently a leak was noted. The tubing set was to be used to deliver an unspecified volume of normal saline. It was reported that during priming of the tubing set prior to patient use, a split in the tubing was noted at an unspecified location on the tubing set. It was reported unspecified volume of solution leaked. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The reporter was contacted and information on reprocessing of the device was requested. Multiple unsuccessful attempts were made to obtain additional information. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed. The domestic list number has a common device name of 80fpk and has a 510k of k063239. This report represents all the information known by the reporter upon query by hospira personnel.